Event description:
The manufacturer received information alleging a patient experienced eye irritation, corneal bulging, and altered vision while using an unspecified CPAP device and mask. The device settings during the event were reported to include a leak in the mask. The reported outcomes included a corneal transplant performed by a medical professional and lifelong use of eye drops. The device has not yet been returned to the manufacturer for evaluation. If additional information becomes available, a follow-up report may be submitted. Clinical assessment indicates it is unknown at this time which mask was used. However, the instructions for use (IFU) provided with masks include a warning to discontinue use and contact a healthcare professional if symptoms such as skin redness, irritation, blurred vision, or dry eyes occur. At this time, a causal relationship between the device and/or mask and the reported events cannot be confirmed or refuted based on the available evidence. Further good faith efforts and additional information gathering are required to assess potential device contribution to the reported patient outcomes.